Event description:
Added harm code loss of consciousness and the treatment code t008ems/ambulance/ER visit which was not included in the initial report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia the customer reported a blood glucose value at the time of the emergency room visit of 23 mg/dl and blood glucose was 71 at the emergency room (after the glucagon shot). The customer was treated with an insulin pump (subcutaneous insulin infusion), glucagon, emergency room visit, and hospitalization: overnight stay. Troubleshooting was performed. The event involved product(s) mmt-1884l, unomedical, mmt-7040a, mmt-332a, unomedical. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer inquired about the low blood glucose incident. The customer had a high blood glucose earlier that day due to an infusion set-site issue which was resolved after a set and site change, but the blood glucose went high. The customer reported low blood glucose. The customer does not feel ok to troubleshoot. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.